Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 14, 2015. (B)(4).

Event description:
End user reports a red intact rash with pimples present under the outer edge of the tape collar for approximately 4 months. End user saw her medical doctor in (B)(6) 2015 who prescribed triamcinolone acetonide 0.1% topical cream. End user reports she has noted that the skin has improved significantly.